Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the reporter contacted lifescan (lfs) alleging that the lay pt's one touch ultra meter does not appear to turn on. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt by phone to obtain additional info. The reporter said the alleged product issue started around morning on three days earlier. The pt was shaky at an unspecified time after the product issue started. The pt was not tested with another device. The reporter denied that the pt took diabetes treatment action or received medical intervention because of the issue. No info regarding the pt's diabetes treatment regimen was provided. The cca noted that the reported meter turned on; however, the meter display was faded. The pt's products were replaced. The complaint is reported because the reporter alleged that the lfs meter did not turn on though the cca noted the meter display was faded. The reporter claimed the pt was shaky after the product issue occurred. Shakiness can be a typical symptoms associated with hypoglycemia.